Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Information was provided that the lens was implanted 17 years ago. Patient had a couple of head traumas from falling (with concussion causing some now-resolved double vision). The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the lens is increasingly scattering the light making the vision in that eye increasingly hazed throughout the entire field. The haze from the left eye carries over into the entire field of the right eye and he also lost the driving privileges. Additional information has been requested.